Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "[the patient] underwent a prolapse repair surgery. A capio device was used during the course of this procedure. There was a fault with this equipment resulted in a surgical needle being left inside [the patient] until such time as it was removed in a further surgery".